Event description:
It was reported by the patient that they had only two pacing leads implanted, whereas the ID card showed that there were three leads implanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).